Event description:
It was reported that a folfusor lv (large volume) "completely leaked inside the protective bag" and the flow restrictor had detached from the pump hose. This was further described by the customer as ¿the hose did not appear to be attached to the flow restrictor and a blue plastic piece was visible among the leaked liquid¿. This issue was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye found fluid inside a bag that contained the device which suggested a leak has occurred. The cause of the fluid was due to a broken tubing at the solvent-bonded junction of the flow restrictor. The reported condition of was verified. The cause of the broken tubing could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.